Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Batch record review: lot 2k00644 was manufactured on 09/oct/2022, in convex 2 pc (wct) line, with a total of (B)(4)market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1161270 and manufacturing order (B)(4) . Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: no photo related to the reported problem was available for evaluation. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: machine/equipment: machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine pm. Method: there was not a visual aid or job aid on how to use the qc tooling. There was not a detailed visual aid or job aid on how to perform the mass station set up. There was not a standardized visual aid for the flange loading stations and certification process for the station. The appropriate actions will be taken through the corrective and preventive actions (capas). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
Device 3 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that nine precut wafer openings were off centered out of one market unit. She further reported that she had an ongoing problem and she tried to avoid using the ones that were very badly off centered. Additionally, it was also unclear if these wafers were the best product for the consumer as she reported a fluctuating stoma size. The product was used by customer. No photo is available at this time.